Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon receipt, the distribution node to rear te cable was pulled from strain relief. The root cause for the damaged cable cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that there was an exposed wire on his electrode belt. The patient was issued a replacement electrode belt.